Event description:
It was reported that patient experienced a burn on the nostril following a surgitron treatment using electrode iec-i6d. Customer alleges that there is a sheathing defect on the turbinate electrode which resulted in the patient's burn. Cynosure is reporting this since the alleged device malfunction can cause a serious injury.

Manufacturer narrative:
Initial reporter has not provided additional detail on the event or allowed evaluation of the device. Cynosure is reporting this event out of an abundance of caution as this may be likely to cause permanent injury.